Event description:
Implant didn't achieve osseointegration, primary stability was achieved, no thread tap used, periodontal disease, mobility. Possibly healing disorder despite covered healing and primary healing.